Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the watchman procedure to treat left atrial appendage closure versacross connect laac access solution kit was selected for use. It has been mentioned that versacross connect was placed in the watchman sheath and versacross wire was used to get to the superior vena cava (svc). The catheter was not able to reach the fossa. The physician then removed to the dilate and reshaped the connect dilator to get to fossa. The versacross connect was put back in the watchman fxd double curve sheath and reattempted to engage the septum. The physician was able to engage the septum slightly and tried to use rf energy with the versacross wire to cross. A metal contact on the generator was received, and the physician then tried to cross again with the wire but ended up deciding to switch to an nrg with an sl1 sheath. The double curve with the connect and wire was removed from the body and it was discovered that the tip of the versacross pigtail had the coating peeled off. The insulation stripped at the proximal end of the wire. The dilator was backloaded onto the wire inside the patient. The physician removed the dilator only with the wire still inside the body reshaped and place the dilator back in. The physician was able to cross with nrg and complete the watchman procedure. No patient complications have been reported. The product is not expected to be return as it was disposed.

Manufacturer narrative:
Device technical analysis. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. The reported allegation was able to be confirmed via media provided.

Event description:
It was reported that during the watchman procedure to treat left atrial appendage closure versacross connect laac access solution kit was selected for use. It has been mentioned that versacross connect was placed in the watchman sheath and versacross wire was used to get to the superior vena cava (svc). The catheter was not able to reach the fossa. The physician then removed to the dilate and reshaped the connect dilator to get to fossa. The versacross connect was put back in the watchman fxd double curve sheath and reattempted to engage the septum. The physician was able to engage the septum slightly and tried to use rf energy with the versacross wire to cross. A metal contact on the generator was received, and the physician then tried to cross again with the wire but ended up deciding to switch to an nrg with an sl1 sheath. The double curve with the connect and wire was removed from the body and it was discovered that the tip of the versacross pigtail had the coating peeled off. The insulation stripped at the proximal end of the wire. The dilator was backloaded onto the wire inside the patient. The physician removed the dilator only with the wire still inside the body reshaped and place the dilator back in. The physician was able to cross with nrg and complete the watchman procedure. No patient complications have been reported. The product is not expected to be return as it was disposed.